Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25 noted during testing. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error occurred. Customer was able to clear the alarm. Customer received did not request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.